Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had beeping tones. Upon review, high out of range pacing impedances on the right ventricular (rv) lead were noted, which initiated the beeping tones. The variable impedances were noted to have begun nearly 2 years ago and have become more frequently high and out of range over the last year. No noise noted. Technical services (ts) recommended troubleshooting. This ICD and rv lead remain in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had beeping tones. Upon review, high out of range pacing impedances on the right ventricular (rv) lead were noted, which initiated the beeping tones. The variable impedances were noted to have begun nearly 2 years ago and have become more frequently high and out of range over the last year. No noise noted. Technical services (ts) recommended troubleshooting. This ICD and rv lead remain in-service at this time. No adverse patient effects were reported.